Event description:
I was given the playtex nurser breast pump as a gift after having my baby. Upon arrival the battery adapter portion (the huge black thing that plugs into the wall) was loose. During the first use, the case broke and I called playtex immediately. I sent that first unit back and they sent another to replace it. It was at the beginning of my leave so the need wasn't immediate. After receiving the second unit, the same issue occurred during use (while at work) and the unit began buzzing. I had to stop using the unit and took it home. I need the unit daily so my husband put it back together and then taped the adapter so it wouldn't come apart. I don't have time, or money, to be without a pump so I am still using it. It makes weird noises.